Event description:
It was reported that, "the pt had an infection so the surgeon performed an I & d and revised."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.